Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure performed was to treat a femoro-popliteal junction. A previously implanted unknown xpert pro stent diameter 4 was redilated; however an anterior occlusion occurred. Pre-dilation was performed with a 5 diameter unspecified balloon. During advancement of a 5.0x150mm absolute pro self-expanding stent (ses), the thumbwheel was noted to turn without any resistance; therefore the absolute pro ses was unable to be deployed. A new unspecified stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. Subsequently, returned device analysis of the absolute pro observed a partial separation at the outer member, stent sheath bond area. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues and manufacturing corrective actions have been identified and implemented for each of the identified causes.